Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a delivery delay, no investigation of the product is required. This is a final report. Note: the device manufacture date is unknown.

Event description:
A customer reported not receiving their ordered test strips and as a result of being unable of test, he became hyperglycemic at work, went to his company's medical office and on the way there he stumbled and sprained his ankle. The customer reportedly was given a shot to bring his sugar down, an ice pack for his sprained ankle, and was sent home for the day. There was no report of death or permanent impairment associated with this medical event.